Manufacturer narrative:
Manufacture date unavailable at the time of filing. The spinous process clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was worn physically. The adjustment screw had debris in the threads causing difficulty setting the clamp. The retainer ring was observed to be stretched. Analysis found that the reported event was related physical damage caused by wear. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the spine clamp had a blocked screw. No patient present.